Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The specimen was tested with the xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The sample was vortexed rather than rapidly inverted which is off label per the pi. This result was reported to the physician. On (B)(6) 2022, another sample was collected from the patient and tested with biofire respiratory panel 2.1, which resulted as sars-cov-2 detected; human metapneumovirus detected. This result was reported to the physician. The patient was symptomatic for covid-19 at the time of testing. There was no known death, injury or deterioration in health related to the discrepancy. Review of the pcr raw data does not demonstrate any evidence of cepheid product malfunction. There is no discrepancy between biofire and cepheid tests. The discrepancy is between sample 1 which was collected via a nares swab and sample 2 which was collected via a nasopharyngeal swab. A nares swab iis likely to lead to a false result. The likely root cause is sample quality/variability. There was no known harm to the patient. False negative: as per the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The specimen was tested with the xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The sample was vortexed rather than rapidly inverted which is off label per the pi. This result was reported to the physician. On (B)(6) 2022, another sample was collected from the patient and tested with biofire respiratory panel 2.1, which resulted as sars-cov-2 detected; human metapneumovirus detected. This result was reported to the physician. The discrepancy is between sample 1 which was collected via a nares swab and sample 2 which was collected via a nasopharyngeal swab. A nares swab iis likely to lead to a false result. The patient was symptomatic for covid-19 at the time of testing. There was no known death, injury or deterioration in health related to the discrepancy.